Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure, the 4.5mm x 14mm enterprise vascular reconstruction device (enc451412 / (B)(6)) was placed in the target site and the physician tried to release the stent. After the distal makers were opened, the physician observed that one marker location was deflected under x-ray. The physician retracted the stent for inspection and one of the markers were observed to be fractured. A new stent was used with the original microcatheter (unspecified brand) to complete the procedure. There was no report of any negative patient impact. A photo of the complaint device was included. On 02-jan-2024, additional information was received. Per the information, the procedure was targeting an unruptured ophthalmic internal carotid artery (ica) aneurysm. The microcatheter used to deliver the enterprise was a prowler select plus microcatheter (catalog / lot# unobtainable). There had been no resistance during the advancement of the stent through the microcatheter. A continuous flush had been maintained through the microcatheter. There was no evidence of obstructed blood flow due to the reported event. The replacement stent was another 4.5mm x 14mm enterprise vascular reconstruction device (enc451412). The information confirmed there was no negative patient impact and there was no delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: one of the photos that accompanied the complaint file shows one distal end of the detached stent; this was noted with a broken strut and the marker band was noted to be missing. Even to this, the end was noted completely flared. In the background, the delivery wire was noted; however, no damages were able to be noticed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8129996. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding a deflected and broken stent marker band was confirmed based on the damage observed in one of the struts. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 16-jan-2024.a supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 14mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent was returned detached from the delivery wire. The delivery wire and the introducer were found without damages (i.e., no kinks, no bends, nor elongations). The device was inspected under microscopic magnification, and the stent was observed to be fully expanded, both distal ends can be noted completely flared, however, one of the struts was fractured just distal to one of the marker bands. The eight (8) marker bands were present, it is possible that one of the markers seemed to be absent in the photo provided due to the resolution and the distance from which it was taken. The issue documented that one marker location was fractured was confirmed during the microscopic inspection, however, the "deflected" condition cannot be confirmed since marker bands were found complete and without damage. The stent broken condition suggests that excessive force may have inadvertently been exerted on the enterprise system during the stent positioning and is possible that the stent was not fully inside of the microcatheter which ultimately result in the marker band breakage. It is also suggested that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. The detached condition found in the stent was not originally reported in the complaint, and this may have occurred during the manipulation required during the device¿s withdrawal. The kinked condition found in the core wire is suspected to have appeared during the decontamination / shipping of the device since it was not originally reported in the complaint and it was not seen in the photo that was included in the complaint. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8129996. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.